Manufacturer narrative:
The customer declined ge service. No repair information available. No report of patient involvement. Legal manufacturer: (B)(6).

Event description:
The customer reported a malfunction resulting in the loss of display. There was no report of patient involvement.